Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the catheter in the ICU, the guide wire "lost its shape" despite a lack of force used. As a result, a third kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of during insertion of the catheter the guide wire unraveled was confirmed. The customer returned one guide wire. Visual examination revealed the guide wire is kinked, unraveled and separated. The guide wire was separated in the middle of the wire creating two pieces. Piece a contained the distal weld and j- bend and piece b contained the proximal weld. The core wire was found broken adjacent to the proximal weld causing the wire to unravel. The proximal weld remained attached to the coil wire. Multiple significant kinks were also observed in piece b near the separation. Microscopic examination of piece b revealed discoloration and necking of the core wire at the break from the proximal weld. Microscopic examination confirmed that both welds appeared full and spherical and that the distal weld remained connected to the core wire. Microscopic examination of piece a confirmed a few kinks and marks in the exposed portion of the core wire near the break possibly from a tool used to remove the wire. A manual tug test confirmed that the distal weld was intact. The core wire in piece b measured approximately 18.9 cm but was difficult to measure due to kinks. The core wire for piece a measured 38.6 cm, for a total of 57.5 cm. The core wire length. Other remarks: specification is 596mm - 604mm per the guide wire graphic, indicating that a minimum of 21 mm of the guide wire was not returned. The diameter of the guide wire measured 0.801 mm, which is within the specification of 0.788mm - 0.826 mm per the guide wire graphic. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that the use of excessive force during removal could damage or break the wire and cautions not to withdraw the guide wire against the needle bevel to minimize damaging the guide wire. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this issue. No further action will be taken.